Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A company representative indicated that the handheld was not holding a charge. It was reported that the handheld was left plugged into the outlet all night and when unplugged the handheld immediately lost the charge. The handheld was plugged into another outlet which did not resolve the issue. A new handheld was provided to the company representative and the handheld and flashcard that would not charge were returned to manufacturer for analysis. Analysis of the handheld was completed on (B)(4) 2014. During the analysis, it was identified that some of the sync cable connector leads were damaged and that some of the solder connections between the sync cable connector leads and the handheld pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was received on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.